Event description:
It was reported that during a routine follow-up, the atrial lead exhibited high impedance and a high capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.